Manufacturer narrative:
Citation: de martino et al. Failure of valve-in-valve implantation for pure aortic regurgitation. Asian cardiovasc thorac ann. 2020 feb;28(2):131. Doi: 10.1177/0218492319899575. Epub (B)(6) 2019. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with severe aortic regurgitation who underwent transcatheter aortic valve implantation (tavi). Following placement of a 31-mm corevalve prosthesis (no serial numbers provided) persistent regurgitation was found, therefore a second 29-mm corevalve (no serial numbers provided) was implanted as a valve-in-valve. Post-implant transesophageal echocardiography showed two jets of severe periprosthetic regurgitation. In reoperation, both tavi prostheses were removed en block and successfully replaced by a 27-mm porcine bioprosthesis aortic valve. On gross examination of the removed corevalves, the larger appeared to be deformed by the smaller. No additional adverse patient effects or product performance issues were reported.